Manufacturer narrative:
Sample requested for evaluation, but was not received at the time of this report. The results of the investigation are not available at the time of this report.

Event description:
The description of the event is reported as: the clips are not properly loaded in the jaws. It is impossible to apply the clip. No pt injury or intervention reported.